Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown plates: 2.4mm unilock reconstruction/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: an, j.g., et. Al. (2009), prosthetic replacement of condylar head for management of traumatic temporomandibular joint ankylosis. Chinese journal of stomatology., vol. 44 (12) pages 717-721., (china). The aim of this case study to preliminarily evaluate the method of using titanium condylar prosthesis in management of traumatic temporomandibular joint ankylosis. Between august 2006 and april 2008, a total of 5 male patients [with mean age of (32.8 ± 3.6) years] were included in this study. Artificial condylar replacement surgery was performed and were treated with pure titanium artificial condylar process (including the condylar process and interconnecting part) manufactured by synthes of switzerland; the aperture of the interconnecting part was a 2.4 mm titanium reconstruction plate. The mean follow-up period was unknown. The following complications were reported as follows: 1 patient, male, 30 years of age, with mandibular chin and bilateral condylar process fractures caused due to traffic accident. Open reduction and internal fixation surgery for the mandibular chin and left condylar process fractures was performed 20 days after injury, and medical advice was sought due to the emergence of three years of progressive difficulty in opening the mouth after surgery. At the re-examination 2.5 years after surgery, when the mouth was opened wide, there was occasional pain on the opposite side. However, facial appearance was symmetrical, occlusal relationship was good, the degree of mouth opening was 30 mm, and the mouth opening pattern was normal. Lateral movement was 2 mm on the right side and 1 mm on the left side. 1 patient, male, 30 years of age with mandibular chin and bilateral condylar process fractures caused by falling from a high place four years prior. Open reduction and internal fixation surgery for the lower chin fracture was performed after injury, and limited opening of the mouth emerged one month after surgery. The degree of mouth opening upon examination was 16 mm, with occlusal disorder. After nine months of training and physical therapy for opening the mouth, the degree of mouth opening reached 26 mm, but protraction and lateral movement could not be done. Bilateral tmj fibrous ankylosis release surgery + left temporalis fascia flap joint space implantation surgery + right joint disc reduction surgery were performed 3.5 years prior. Training and physical therapy for opening the mouth were continued after surgery. Half a year after surgery, the degree of mouth opening was 32 mm; at eight months after surgery, the degree of mouth opening was 15 mm, and joint ankylosis had recurred. There was complete inability to open the mouth one year prior, and a third surgery was performed: left tmj release and plasty + artificial condylar process replacement surgery on the left side, and the intraoperative degree of passive mouth opening reached 38 mm. Half a year after surgery, the degree of mouth opening was 13 mm, there was facial symmetry, the mouth opening pattern was normal, and the occlusal relationship was good. CT examination showed: heterotopic ossification visible on the upper and lower bone surfaces anteromedial to the condylar process on both sides, with higher bone density on the right side and lower bone density on the left side, and there was no obvious gap between the upper and lower bones on the left side. 1 case had a 1 mm open occlusion in the anterior teeth area. This report is for an unk - plates: 2.4mm unilock reconstruction. This is report 1 of 1 for (B)(4).